Manufacturer narrative:
Date received by manufacturer: 03jul2019. Report date: 13sep2019. The field service engineer (fse) replaced the touch screen to address the reported problem. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement. Event date not specified, estimate used.